Event description:
The technician reported the brakes are not holding. The technician stated the bed has been in a storage facility and has not been in use. No pt injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.